Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as due to patient having ¿dry skin under the fingernails.¿ the peritonitis was manifested by chills, cloudy effluent, and abdominal pain. The patient was not hospitalized for the peritonitis event. On the same day as onset, the patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) for the peritonitis. At the time of this report, the patient was still recovering from the peritonitis event. The patient was retrained on aseptic technique and peritoneal dialysis therapy was ongoing. No further information available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.